Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 200 mg/dl. The customer stated that the cannula was filled with blood and that he had found air pockets in the reservoir tube. The customer did not want to return he reservoir back for analysis but stated that he will contact his health care provider about the incident. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.